Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. Reportedly, the patient's anatomy was tortuous. According to the complainant, on (B)(6) 2019, the patient presented with jaundice. Fluoroscopy was performed and it was noted that the stent was kinked and was occluded. The stent was removed with rat tooth forceps and another wallflex biliary stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. Reportedly, the patient's anatomy was tortuous. According to the complainant, on (B)(6) 2019, the patient presented with jaundice. Fluoroscopy was performed and it was noted that the stent was kinked and was occluded. The stent was removed with rat tooth forceps and another wallflex biliary stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: patient code 3191 is being used to capture the additional intervention performed to remove the stent. Device problem code 2423 captures the reportable event of stent obstruction within device. Device problem code 2976 captures the reportable event of stent material deformation. Block h10: a deployed wallflex biliary fully covered rmv stent was received for analysis; the delivery system was not returned. Visual analysis of the returned device found holes on the stent cover and the stent wires were kinked. No other issues with the stent were noted. The reported event of stent wire kinked was confirmed; the stent was received damaged and deformed. The exact mechanism by which the stent was damaged could not be ascertained; however, the patient's malignant stricture along with the tightness of the anatomy may have caused pressure on the stent which could have led to the deformation. Taking all available information into consideration, the investigation concluded that the most probable root cause is adverse event related to patient condition. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/ product label. Additionally, stent occlusion and recurrent obstructive jaundice are noted within the dfu as a potential adverse event related to the use of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.